Event description:
It was reported the device's handle/paddle is damaged. We are considering this may be an external paddle set issue at this time. Additional details have been requested. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting institution phone: (B)(6). Reporter phone:(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the handle, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.